Manufacturer narrative:
Batch review performed on 23 april 2021: lot 168340: (B)(4) items manufactured and released on 23-feb-2017. Expiration date: 2022-02-05 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot since 2017.

Event description:
1 year and 9 months after the primary surgery the patient came in reporting instability due to laxity. The cause of the laxity is unknown. The surgeon revised the sphere insert flex right 11mm s2 with a gmk-sphere tibial insert - flex s2r - 17mm. The surgery was completed successfully.